Event description:
The customer stated: dr (B)(6) stated that there was an issue with the hydrophilic wire in their hemostream kit. Dr (B)(6) inserted the catheter from the left side due to an existing older catheter on the right side. Initial access went fine. The doctor placed the wire using fluoroscopy and then placed over with the stiffening device. All products were thoroughly flushed per protocol. When dr (B)(6) attempted to remove the wire, there was small resistance. After retrieving the wire, it was noticed that about 5 inches of the hydrophilic coating had detached from wire in the right atrium. The coating was then pumped and lodged into the lung. There was no adverse affect to the patient. Dr (B)(6) put on anticoagulation immediately, but did not have a snare device to retrieve the coating. Dr (B)(6) then admitted the patient to the hospital and was able to remove this coating the next day upon arrival of the snare device.

Manufacturer narrative:
The device used has not been returned to our facility for further investigation at this time. No inventory is on hand of the reported lot number for investigation. There were no defects or deviations noted during the batch record review. Our dfu states "caution: when introducer needle is used, do not withdraw guidewire against needle bevel to avoid possible severing of guidewire." The coating may separate from the wire if this occurs, as experienced by the user. This is the likely root cause of the experienced event. Further investigation will be completed upon the receipt of the device sample from the customer.